Manufacturer narrative:
As reported, about 1.5 years post-implant of the bard/davol 3dmax light mesh, the patient experienced a recurrent hernia, underwent subsequent surgical repair and has recovered after surgery. Two intraoperative photos were provided, mesh can be seen in the first photo and appears to be consistent with 3dmax light mesh. No mesh is visualized in the second photo. Graspers can be seen within the body cavity, along with omentum (fatty tissue) and other abdominal tissue. Review of the photos does not assist in determining root cause. As reported per the clinician, it is believed that the ¿hernia recurrence was due to a lack of sufficient coverage of the hernia defect.¿ hernia recurrence is a known inherent risk of hernia repair surgery. The warnings section of the instructions-for-use (IFU) supplied with the device states: "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect". Based on the information provided and photo review, no definitive conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of implant and date of event is considered to be a best estimate based on the information provided. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
Per a seminar lecture of the (B)(6) surgical society: it was reported, at some point post implant of an bard/davol 3dmax light mesh a recurrent hernia occurred in the patient. Per additional information provided in follow up: as reported, the patient underwent implant of a bard/davol 3dmax light mesh approximately five to six years ago. It was reported that the patient experienced recurrent hernia approximately one and a half years after the implant date. As reported per the clinician "at first glance, it looks like the mesh is in place, it was not possible to place it in consideration of the anatomy of the depth of the inguinal region. Insufficient coverage of the lower part." The clinician believed that the ¿cause of the hernia recurrence was due to a lack of sufficient coverage of the hernia defect.¿ as reported that the patient underwent revision by laparoscopic surgery. As reported, the patient recovered after re-surgery.